Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble and insulin pump was not get out of rewind. The customer¿s blood glucose was unknown. Customer states they were unable to exit the load reservoir process. Customer reports insulin squirting out during the load reservoir or fill tubing process. Customer reports the load reservoir process completed without insulin exiting out of the tubing. Customer states insulin did not continue to drip after the motor stopped. Customer declined to troubleshooting for no delivery and air bubbles. Customer states they had two errors first one was no delivery and then low battery. The device will not be returned for analysis.